Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical cadd cassette was returned for analysis in a used condition. The returned sample was visually inspected under normal conditions of illumination in order to verify that parts are free of cuts or damages that could cause leakages, and no discrepancies were found. During functional testing, a syringe was used to infuse water into the cassette bag and a leakage were detected in the assembly (ay) bag. The reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Additional information was received indicating that when filling the cassette with a syringe, the nurse noticed that the cassette was leaking. The medication was morphine. They had to use another cassette. There was no patient/clinical injury.

Event description:
Information was received indicating that the cadd cassette leaked. There were no adverse events reported but additional information is being sought.